Event description:
During the functional testing of a spectrum pump, upstream occlusion alarms were experienced when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. During the evaluation of the device, it falsely alarmed for an upstream occlusion. The evaluation determined the device to be out of specification with respect to the constant false upstream occlusion alarms. The upstream sensor was replaced.